Event description:
Information received by medtronic indicated that, customer reported high blood glucose level. Customer's blood glucose value was 400 mg/dl at the time of the incident and there were no symptoms related to high blood glucose was reported. Customer treated the high blood glucose event with insulin pen. Troubleshooting was performed. Customer stated that insulin pump had been using within 48 hours of reported high blood glucose event and auto mode feature was active at the time of event. No further patient complications were reported. Customer will discontinue use of the device and insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The insulin pump involved in this event is 780g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Manufacturer narrative:
The unit p-cap / test and reservoir locks in place properly. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, self test and displacement accuracy test. A water filled reservoir was used during testing. The pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history. The pump was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. Successfully downloaded history files and traces using thump software. The pump uploaded to care link pro without any errors. Pump was cut open to perform visual inspection and found evidence of moisture damage on the battery tube assembly noted. The pump was received with minor scratches on lcd window and scratched case. Failed batt test (58) alarm was found in history file on (B)(6) 2022 00:54:04.000. File number: 32 line number: 265, possible battery issues. In summary, the pump passed functional testing. Unable to verify customer alleged for high bgs. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.